Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had fatal error, and remote support service (rss) was in offline. Additionally, error code shown unable to complete the update. The user attempted to reboot the system, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a fatal error and was offline in remote support service (rss). A field service engineer (fse) found that something had went bad when customer received request to reboot device to complete operating system (os). The fse found the station sitting at the recovery screen and was successful in an advanced os repair. The fse recently installed, no station label and was unable to get the device on the network but was able to produce the missing data that was required. The fse got required information from the biomedical engineer, for proper network set up and there was no station label with correct information. The hard drive was good, but os was corrupt. The drive was re-imaged and fully configured. Once device was fully re-synchronized, the application worked properly for both the users. The device had a re-image, but there were no specific drawers given that required hardware test application diagnostics. The device had been recently upgraded and serviced. The fse replaced the battery, and all software were current. During repair, the fse observed the communication sled was dislodged during the recent installation and installed the rubber stop to prevent it from happening in the future. The issue was resolved. The system functioned as intended after the field service engineer troubleshot and repaired the device.